Event description:
On 31st march 2026, rayner received notification from a healthcare facility in spain of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye marks were observed in the centre of the lens necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye marks were observed on the iol optic. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Our review of production records for the rayone emv rao200e batch 095281400 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 095281400. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.